Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, the inside portion of the sheath started to peel off causing difficulty on advancing through the scope. The procedure was completed with another navigator hd access sheath. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.